Event description:
The facility reported a corneal burn occurred during the procedure. The surgeon had a tear in the sleeve that goes around the needle while in phaco. Additional info rec'd from the surgeon stated that during the early os phacoemulsification of nucleus (<30 seconds), the chamber shallowed slightly and pitch of machine changed. Straie were noted in cornea and at surgical wound. Phaco stopped immediately. Handpiece was examined out of the eye, and found not to be in normal operating mode. The wound was sutured to close; pt received subconj injections. Prognosis was reported as good.

Manufacturer narrative:
A company service rep checked the system and found it met performance specifications. The fluidics cassette has a pinhole in the fluid chamber, but this was not related to the pt event reported. The tip sleeve was not available for eval. This sleeve channels the irrigation solution to keep the needle cool. Because of the tear in the sleeve, the needle might not have been cooled properly. The customer was provided additional info on possible causes of thermal injuries.